Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the battery level displayed low on the device; however the led's on the battery showed that it was fully charged. As a result, the device powered itself during use on a patient. No further details about the patient or the event were provided.

Event description:
The customer contacted physio-control to report that the battery level displayed low on the device; however the led's on the battery showed that it was fully charged. As a result, the device powered itself during use on a patient. No further details about the patient or the event were provided.

Manufacturer narrative:
The third party service agent evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause for the reported issue could not be determined.